Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a catheter revision was to take place. It was further reported that the catheter was broken completely just outside of the spinal entry site. The spinal portion was replaced; then, it was noted the health care provider (hcp) ¿fiddled¿ for approximately one hour trying to get fluid out of the side port. It was noted that access was difficult due to the patient¿s size. The hcp requested fluoroscopy. Additionally, access to the spine was difficult. The hcp dropped the dose as well as switching the patient from flex dosing to simple continuous. The medication in the pump was unknown. The patient was noted as receiving intrathecal baclofen therapy. It was later reported that it took approximately one hour for the hcp to access the side port due to general patient body habitus. They were eventually able to access and get fluid out of the port using fluoroscopy. It was noted that nothing was wrong, everything went well, and there were no issues. The patient was doing well and receiving effective therapy. The patient had withdrawal symptoms of increased spasticity prior to the revision. It was noted that prior to this, the patient had always had very consistent therapy. The increased spasticity started approximately two weeks prior to the revision according the hcp. The spinal segment that was removed was discarded. Additional information has been requested, but was not available as of the date of this report.